Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a user reported that during an infusion, the tubing leaked below the needleless valve near the patient. The leak was between two tubing joints next to the smartsite, and upon further inspection, the joint itself was loose. There was no harm to the patient, and the user obtained a new set to continue the infusion. The packaging not was saved with the tubing, no other event details are expected.

Manufacturer narrative:
The customer¿s complaint that the tubing leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the smartsite inlet port near the distal male luer. Functional testing was not performed as fluid was leaking from the separation. Visual inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed and the tubing measured within specification. The root cause of the reported event was a manufacturing issue.

Event description:
The customer reported that a user reported that during an infusion, the tubing leaked below the needleless valve near the patient. The leak was between two tubing joints next to the smartsite, and upon further inspection, the joint itself was loose. There was no harm to the patient, and the user obtained a new set to continue the infusion. The packaging was not saved with the tubing, no other event details are expected.